Event description:
It was reported that the system 9800 displayed a "low ma" error. The error was cleared and the procedure continued without incident. There was not adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified by reviewing the system error logs. The filament driver circuit board was replaced and a complete filament driver calibration was performed. The system was tested and found to be working as intended and placed back into service.